Manufacturer narrative:
Product complaint # (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any difficulties experienced with device during initial procedure to include staple formation? Does the surgeon routinely wait 15 seconds prior to firing? How was the staple line failure identified? How long after the initial procedure did event occur? What was found in the second operation? How was the staple line failure addressed? Was buttressing material used? What is the current patient status?

Event description:
It was reported that the surgeon reports that he operated patient for gastroplasty on (B)(6) 2020 and subsequently he had to perform a surgical re-approach due to failure in the ecr45b staple line.